Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient (B)(6) with a history of ventricular tachycardia, myocardial infarction, bioprosthetic aortic valve and multiple ICD shocks underwent an ischemic ventricular fibrillation (isvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest and death. During the procedure a soundstar eco sms 8f catheter was used to build the left ventricle geometry. Transseptal puncture was achieved and the left ventricle was mapped using the pentaray catheter and the thermocool® smart touch® sf bi-directional navigation catheter via a transseptal puncture approach. Multiple premature ventricular contractions and ventricular tachycardia¿s were mapped and the areas of low voltage were identified. Substrate modification was performed in areas of identified low voltage. Mapping and ablation were performed with no significant issues observed except for lowered pressures during ventricular tachycardia. After the physician felt it was an appropriate time to stop the procedure, he began taking catheters out of the body. The soundstar eco sms 8f catheter was used one last time to verify any evidence of pericardial effusion before being removed from the body; no effusion was observed. At this time, it was noticed that the patient went into a slow ventricular tachycardia with depressed blood pressures. The patient was immediately shocked in attempt to convert to normal sinus rhythm. After multiple shocks failed cardioversion, chest compressions were performed. A stat echo was called to verify heart functions and verify any evidence of effusion. No effusion was again confirmed and pulse electrical activity was diagnosed. Chest compressions were performed for ~30-45 minutes in total. Blood was also transfused to the patient. After several more attempts to convert the patient¿s rhythm, the patient was pronounced deceased after 45 minutes. The physician assessed this event as related to the underlying patient¿s condition. The additive affects of anesthesia and the fluids given during the procedure most likely led to the pulseless electrical activity (pea). According to the instructions for use the usage of the pentaray catheter is contraindicated in patients with prosthetic valves.